Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on stored egms. High, out of range high voltage lead impedance and pacing lead impedance measurements were also noted. Lead fracture was suspected. The lead was capped and replaced. Patient was well post-surgery.